Event description:
It was reported that during a video assisted thoracic surgery, at the first firing, the jaw did not open and the device fired malformed staples. That situation was rectified with sutures and the procedure was completed with a competitor's product. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.